Event description:
Conmed japan reported on behalf of their customer that the 60-5274-132, stealth 32 lhook lap elec pkg, was being used during a total laparoscopic hysterectomy procedure on 25april2022 when it was reported that, ¿it was reported that the insulation tube of electrode had melted about 30 min to 1hour after the start of use.¿ the procedure was completed using an alternate unknown device and there was no report of a time delay for the surgery. Further assessment questioning found that the device was in the sterile field when it broke however the device did not fragment and the device did not fall into the surgical site. Further clarification was needed regarding if insulation coating melted or peeled, and it was determined that the insulation coating was not peeling. It was reported that there was no injury to patient and no medical/surgical intervention or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. .

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the 60-5274-132, stealth 32 lhook lap elec pkg, was being used during a total laparoscopic hysterectomy procedure on (B)(6) 2022 when it was reported that, ¿it was reported that the insulation tube of electrode had melted about 30 min to 1hour after the start of use.¿ the procedure was completed using an alternate unknown device and there was no report of a time delay for the surgery. Further assessment questioning found that the device was in the sterile field when it broke however the device did not fragment and the device did not fall into the surgical site. Further clarification was needed regarding if insulation coating melted or peeled, and it was determined that the insulation coating was not peeling. It was reported that there was no injury to patient and no medical/surgical intervention or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Customer event ¿insulation tube of electrode had melted¿ was confirmed based on photographic evidence and device evaluation. Received seven 60-5274-132 in original packaging. Lot number was verified. One package was received open with the device received. Performed a visual inspection, the black insulator on the l-hook has a melted appearance and is frayed. The unopened packages did not have any signs of abnormalities or defects. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of 2 similar events involving 8 devices for this lot number. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use examine the device prior to use for damage. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. Always use the lowest possible setting to achieve the desired electrosurgical effect. This issue will continue to be monitored through the complaint system to assure patient safety.